Event description:
It was reported that the dietitian worked with home bound patients on tube feeds. The patient had used a bard 20 fr peg feeding tube placed less than 3 weeks ago. The feeding port leaked even with the cap installed. This was a very short time for a new appliance to fail. Per follow-up received on 24jun2021, it was stated that the customer purchased replacement ports and reported that within 2 days the new one was replaced and was found to leak again. The patient was to tape it up all the time otherwise it leaked and saturated the patient's clothing. The cap stayed in place but was leaking all around the cap.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "tube diameter is inadequate for mating with the connector". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (peg feeding tube) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the dietitian worked with home bound patients on tube feeds. The patient had used a bard 20 fr peg feeding tube placed less than 3 weeks ago. The feeding port leaked even with the cap installed. This was a very short time for a new appliance to fail. Per follow-up received on 24jun2021, it was stated that the customer purchased replacement ports and reported that within 2 days the new one was replaced and was found to leak again. The patient was to tape it up all the time otherwise it leaked and saturated the patient's clothing. The cap stayed in place but was leaking all around the cap.